Manufacturer narrative:
Internal report#: (B)(4). Product returned for evaluation: no problem found. Most likely underlying root cause of malfunction: test strip issue.

Event description:
Customer complains of hi result. Customer states that she feels well and requires no medical attention. Verified the strips expire 05/19/2017. Customer confirms the strips are stored properly and were first opened in (B)(6) 2015. Customer performed back to back blood test, hi and hi fasting. Reviewed meter memory: hi: (B)(6) 2015, 11:42am, fasting . Customer called stating they are receiving an hi message on (B)(6) 2015, fasting at 11:42am. The customer has been prescribed insulin, but states that she does not use the medication.

Manufacturer narrative:
Internal report# (B)(4). Product returned for evaluation: no problem found. Most likely underlying root cause: test strip issue.

Event description:
Customer complains of hi results. Customer states that she feels well and requires no medical attention. Verified the strips expire 05/19/2017. Customer confirms the strips are stored properly and were first opened in (B)(6) 2015. Customer performed back to back blood test, hi and hi fasting. Reviewed meter memory: hi (B)(6) 2015 11:42am fasting. Customer called stating they are receiving an hi message on (B)(6) 2015, fasting at 11:42am. The customer has been prescribed insulin, but states that she does not use the medication.